Event description:
It was reported by the patient that he had been seizure free and now he has been having seizures every day. No additional relevant information has been received to date.

Manufacturer narrative:
Relevant tests/laboratory data, including dates, corrected data: initial report inadvertently left out the battery life calculation and previous programming/diagnostic data.